Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the tool card photo showed the 90 degree frontal suction, even though the 90 degree curved suction was the one which had just been verified. There was no impact to patient. There was no reported delay to the procedure dueto this issue.

Manufacturer narrative:
The software was evaluated and it was found that this was a known software anomaly that is being tracked by the manufacturer. If information is provided in the future, a supplemental report will be issued.